Event description:
After installation, several appointments were required to establish activating levels (done by inspire representative), to bring levels up to required power. Tongue started darting out like a lizard, hitting the back of my teeth. Started feeling "bursting feelings" in my chest in the area of the generator. I explained that to the technicians and doctor and they were a bit skeptical so they scheduled to remove the device. Upon removal, they found the broken lead (wire) that certainly caused the stingy electrical feelings. After device was removed. It was established that the tongue was damaged (moving to the right constantly) causing a speech issue. Referred to speech therapist ((B)(6) 2025 and (B)(6) 2025) and improved somewhat (but not resolved). (B)(6) 2025, out to dinner with my husband and choked on a piece of meat. My husband did the heimlich maneuver and was successful. However, more episodes of this took place soon thereafter at home during dinner, again, heimlich by my husband. (B)(6) 2025, had fluoroscopy swallow exam and x-ray of esophagus established food getting stuck to the right side of the throat. To this day, I continue to have problems; tongue isn't right, jaw pain and numb lips. Enclosed please find copy of fluoroscopy exam.